Manufacturer narrative:
It was confirmed that the device was not in clinical use at the time the 1102 "primary alarm failed" error was discovered, as the error occurred while the nurse was checking the device (power on self-test (post)). This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, this complaint no longer meets reportability requirements and is being redacted.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1102 "primary alarm failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer also mentioned to the (remote service engineer (rse) that the device was restarted, but the issue remained. The rse recommended that the customer should troubleshoot the motor controller (mc) printed circuit board assembly (pcba), power management (pm) pcba, and central processing unit (cpu) pcba. An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the asp engineer downloaded the diagnostic report (drpt) and confirmed the reported 1102 error code. The asp engineer therefore replaced the speaker and verified that the device was fully functional. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).